Event description:
A malfunction was reported by the caller regarding a pump issue. The impact on the customer¿s blood glucose level was not reported. Customer support advised the caller to update the pump software to improve quality and mitigate potential issues. The caller followed instructions for resetting the pump, and the malfunction did not reoccur. The customer was advised to continue using the pump and to contact support again if the malfunction or any other issues arise within 24 hours.